Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the health care professional (hcp) was unable to interrogate this implantable cardioverter defibrillator (ICD) with the programmer. This ICD remains in service and no adverse patient effects were reported.